Manufacturer narrative:
Product ID 399930, lot # v105810, implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial #(B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported there was no stimulation sensation and there was a shocking or jolting sensation. Around (B)(6) time, the patient walked into a room with a microwave and felt uncomfortable stimulation and it drained the battery. After the patient recharged, the device was not working and caused discomfort in the pocket site. All impedances were over 10,000 ohms. It was noted the doctor was planning to do a revision. Follow up reported an electromagnetic interference was not confirmed. The battery and extension were replaced and the patient was getting "great" therapy. Further follow up reported during the revision surgery the extension was bent and kinked. During the revision, the doctor attempted to remove the extension and was unable to put the torque wrench into the setscrew. It was noted the doctor had to "chisel off some type of material with a needle." It was noted the previous implanting doctor used to put wax into the lead/extension connection to prevent moisture from entering the system. It was also noted upon examination of the battery it appeared there was fluid in the connector block. It was also noted there were impedances greater than 3600 ohms and greater than 20000 ohms. After replacing the battery impedances were high, 25,000-35,000. They "switched tails" and the same results were seen. They then changed the reference electrode and noted normal impedances on (B)(6). They had been set to 1x4 and then changed to 2x8 and saw the same pattern. It was noted the original implanter may have "cut the paddle so it did not make electrical connection." It was confirmed (B)(4) read 1000 ohms and patient used this side for therapy so they decided not to replace the lead. The entire revision with troubleshooting was approximately three hours. Conclusion was patient was getting good therapy and the extension and stimulator were replaced.